Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective temperature cable. However, this could not be confirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿functional verification perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30°c. 9) press the stop button. 10) set the manual control water target temperature to 4°c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control module."

Event description:
It was reported that the patient was cooling under the hypothermia phase on the arctic sun device . The nurse stated that the pads were not cooled and the patient was at the target temperature of 35c. Then the device was tapped on the side the patient temperature was raised from 35c to 38.8c. It was found that the water temperature was 25.8c and the flow rate was 2.9l/min. The esophageal probe in place. The device had displayed an alert 11 (patient temperature patient 1 below low patient alert) and alarm 15 (unable to obtain a stable patient temperature). It was explained that these alerts/alarms are typically related to a temp in cable or temp probe issue. It was suggested to make sure the cable was fully seated and also recommended to find a replacement cable. Then the water temp started to drop to 21c. Ms&s adviced to do a spot rectal temperature to verify accuracy and explained that the water temperature should start to drop if the patient was above target. If the water temperature does not drop advised to get the another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was cooling under the hypothermia phase on the arctic sun device. The nurse stated that the pads were not cooled and the patient was at the target temperature of 35c. Then the device was tapped on the side the patient temperature was raised from 35c to 38.8c. It was found that the water temperature was 25.8c and the flow rate was 2.9l/min. The esophageal probe in place. The device had displayed an alert 11 (patient temperature patient 1 below low patient alert) and alarm 15 (unable to obtain a stable patient temperature). It was explained that these alerts/alarms are typically related to a temp in cable or temp probe issue. It was suggested to make sure the cable was fully seated and also recommended to find a replacement cable. Then the water temp started to drop to 21c. Ms&s advised to do a spot rectal temp to verify accuracy and explained that the water temperature should started to drop if the patient was above target. If the water temperature does not drop advised to get the another device.